Event description:
It was reported that the patient had an infeciton at implant site.

Manufacturer narrative:
This report is submitted on 24 march 2021.

Manufacturer narrative:
This report is submitted on december 22, 2020.

Event description:
Per the surgeon, the patient experienced skin overgrowth. A skin revision was performed on (B)(6) 2020 and a topical antibiotic was applied. There are plans to convert the implant to an osia.